Event description:
It was reported that the patient was not being able to adjust stimulation. The patient placed the antenna over their implant and was able to sync with their implantable neurostimulator (ins), but when the pushed the plus button, they saw the upper limit message. The patient was at 8.5v and wanted to change programs. The patient switched programs and increased stimulation. The patient was feeling stimulation in their right butt cheek and they very seldom felt stimulation. The patient still had symptoms really bad and it just ran out of them. The patient woke up every morning soaked. The patient hadn¿t gotten much relief since the device was implanted. They changed the lead in october and things were pretty much the same, if not a little worse. The patient was going to be trying botox on (B)(6) 2015. The patient called back later that day and after they changed programs their leg felt funny and was painful on the left side on their entire leg. After changing programs and turning the stimulation up, the patient still felt stimulation and normally it went away right away. The patient had been feeling pain and pinching for over a week in their left leg and groin and they had been feeling this on and off. The patient felt a twinge and had pain like a pulled nerve or pulled muscle pain. The patient felt it mostly at night, but felt it during the day as well. The stimulation sensation did not last and that had been an issue since implant. It was further reported that it was unknown if there was a 50 percent or greater symptom reduction. The patient experienced a loss of therapeutic effect. The cause of the event was not determined, it was unknown if it was device related, and it was unknown if reprogramming was performed. Cystoscopy and urodynamics were performed on (B)(6) 2014. The patient cancelled their device check appointment scheduled for (B)(6) 2015. It was unknown how the patient was doing now as they did not keep their scheduled appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report #3004209178-2015-05759 for the patient¿s lead being changed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the problem resolved on its own and there was ¿no need.¿ the patient did not have concerns with their device or therapy. The patient had an appointment by phone with their nurse.